Event description:
It is reported that during surgery, when the user put the plate in place, he realized that the plate was a non-sterile plate.

Manufacturer narrative:
This report will amended when our investigation is complete.